Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction alarm #7: blood leak? (Cent chamber). Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n372 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n372 shows no trends. Trends were reviewed for complaint category, alarm #7: blood leak? (Cent chamber). No trends were detected for this complaint category. The customer returned photographs for investigation. The kit will not be returned. A visual inspection of the customer supplied photographs showed blood splatter on walls and at the bottom of the centrifuge chamber. The centrifuge bowl was installed in the bowl holder and there is blood present in the bowl holder, which is most likely inidcating that the leak is from the centrifuge bowl. A material trace of the drive tube assembly and its components used to build lot n372 found no related non-conformance. The device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The root cause of the alarm #7: blood leak? (Cent chamber) is most likely due to the fluid leak in the centrifuge chamber. The cause of the leak could not be determined based on the available information. This investigation is now complete. (B)(4), (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced an alarm #7: blood leak? (Cent chamber) alarm with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak in the centrifuge chamber. An alarm #7: blood leak? (Cent chamber) occurred during the procedure after 1425mls of whole blood was processed. The customer aborted the ecp treatment and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer will return photographs for investigation.